Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. The root cause for the reported complaint could not be determined. There have been no other complaints for this lot. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported seeing a bar and yellow dots following implantation of an intraocular lens (iol). She requested an iol for allergy testing and noted that the cornea did not accept the lens. Additional information was requested and received. The consumer reported blurred vision. The ophthalmologist recorded persistent dysphotopsia, cornea guttata, severe photophobia with visual acuity of 61.3%. No complications during the initial procedure. Additional information received. Allergy testing information provided. Type of allergy testing: epicutaneous test, result negative.